Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the logo on the screen is displayed, but the application was not launching. After reviewing log file fse did not found the malfunction. After some functional test fse found the disk bay suite pc was defected. The cause of the suit pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced suite pc and hard drive, after replacement of suite pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system has a problem starting. The philips logo on the screen is displayed, but the application was not launching. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk which resolved the issue. The device was returned to use in good working order.